Event description:
In 2009 - caller reported false negatives on first morning urine specimens. The quantitative hcg results were reported by the customer as: 400,000 miu/ml and 180,000 miu/ml hcg. Instrument: unk. No sample available for return to verify quantitative results.

Manufacturer narrative:
Control lot: 100 miu/ml hcg urine control, lot: hcg081008-01; 25 miu/ml hcg urine control, lot: hcgo80821-03; 240.0 iu/ml hcg urine control, lot: hcg081231-01; 600 iu/ml hcg buffer control, lot: hcg080814-02. Summary of results: the retention device meet qc specification. Correct positive results were observed when tested with 25 miu/ml hcg urine control. The 100 miu/ml, 240.0 iu/ml hcg urine control and 600 iu/ml hcg buffer control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. This complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.